Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion product event summary: one (1) battery ((B)(6) ) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the perfo rmance of the device in relation to the reported event. Failure analysis of the returned battery revealed that the device passed visual inspection. Functional testing revealed that the battery was not able to properly communicate with test equipment due to the battery being in a sealed state. The gas gauge is not programmed to activate the sealed state condition, which indicates that the battery unintentionally enabled the sealed state condition. When the battery is in a sealed state, the battery is still able to charge and provide power as expected; however, the controller is unable to obtain a serial number when communicating with the battery, which causes the serial ID to be logged as ¿0¿ in the controller log files. During bench testing, a software reset was able to remove the sealed state condition, after which the battery was able to record the serial number in the logs and properly communicate with the test equipment. An internal inspection did not reveal any anomalies. Analysis of the data log file revealed several data points involving a battery with a serial ID of ¿0¿ due to the battery being in a sealed state. As a result, the reported event was confirmed. Based on an investigation conducted, a possible root cause of the battery sealed state condition can be attributed, but not limited, to a communication error between the controller and battery and/or a fault in the main integrated circuit that controls the battery. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery was not recognized by the controller. The battery was replaced. No patient complications have been reported as a result of this event.